Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are still misaligned and they are experiencing jaw pain. They were seen by their dentist who expressed their concern. The aligners have caused strain on all the jaw muscles and this is why they are experiencing constant pain and jaw locking. The patient's dentist advised the patient to stop byte aligner treatment immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.